Manufacturer narrative:
(B)(4).

Event description:
The advocate stated her mother received a blood glucose reading on the contour meter that was 50mg/dl higher than on a different meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer's test strips were not expected to be returned for evaluation. A new meter was sent to the customer.